Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had the right ventricular (rv) lead pulled back after implant procedure. Additional it was reported that inappropriate shocks were delivered due to the dislodged lead. Subsequently, this patient went into the clinic for a lead revision and a whole system explanted was performed. This product has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.